Manufacturer narrative:
A boston scientific technical services consultant described to the caller what sbr was and the reason it might be turned on. The caller will check with doctor to verify whether patient has a syncopal history. Discussed settings and gave suggestions on possibly making sbr more aggressive. No other adverse events have been reported. This event will be re-evaluated if additional is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient had experienced a syncopal episode. The caller was performing a device evaluation and was inquiring about the sudden brady response (sbr) egms in the logbook. --